Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal edge of the crimped stent were damaged, distorted and stretched distally out over the distal markerband. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 425mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered and shaft kink occurred. The target lesion was located in the tortuous and heavily calcified mid right coronary artery (rca). A 24 x 3.00 promus premier stent was advanced but failed to cross the lesion and the proximal shaft was kinked. The procedure was completed with another 24 x 3.00 promus premier stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and a hypotube break.